Manufacturer narrative:
The investigation did not confirm the reported speed drops or driveline damage in the investigation. The submitted system controller log file contained approximately two and a half hours of data. There were no notable alarms active in the log file. The left ventricular assist system (lvas) never fell below the low speed limit. The patient remains ongoing on vad support with no further issues reported. No product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the system controller produced low flow alarms on (B)(6) 2017. Reportedly, the pump speed dropped to 3000 rpm at times. These alarms only occurred while the lvad system was supported by the patient cable. The patient was asymptomatic. It was reported that the percutaneous lead had multiple areas of rescue tape, and an previously placed clamshell repair. The patient was provided an ungrounded power module patient cable, and no additional alarms were reported.